Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. After dilatation was performed, a 2.50mmx38mm synergy¿ drug-eluting stent was advanced for treatment; however the stent failed to cross the lesion. The lesion was again dilated and the synergy¿ stent was re-advanced; however the stent still failed to cross the lesion. Upon removal of the device from the patient's body, a part of the stent strut was found lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.